Event description:
The customer reported via phone call that they experienced high blood glucose. Customer stated they have changed their site three times, but the high blood glucose persisted. The customer's blood glucose was 450 mg/dl at the time of the call. Customer treated their blood glucose with a manual injection. It was also found the customer had nausea from their high blood glucose. Troubleshooting found the customer's insulin pump passed a high pressure test. It was also found the customer did not have a bent cannula after removing their infusion set. Customer also reported their settings were correct on the insulin pump. Customer was advised to change out their entire infusion set, reservoir, and insulin. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.